Manufacturer narrative:
Follow-up #1 date of submission 01/31/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/18/2014 with the following findings:a review of the device history indicated one low battery warning with code 177 and one replace battery alarm with code 128, as well as multiple other low battery and replace battery alarms. The battery compartment was intact with no damage or evidence of moisture ingress. A battery cap was not returned with the pump; a test cap was used for further investigation. The test cap secured properly to the pump, and a power loss was not observed. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress was found. No evidence of intermittent contact was observed on the battery terminal contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump battery life was not lasting as long as expected. Low battery and replace battery alarms were recorded in the device alarm history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.